Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with multiple ventral hernias thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps. Per op notes, "the ventralight st mesh using echo ps was placed into the peritoneal cavity using tacks." (B)(6) 2012 - patient was diagnosed with infected mesh, abdominal wall cellulitis and abscess thereby underwent repair with removal of mesh. Per op notes, "evidence of abdominal wall cellulitis, there was a large abscesses involving with fascia above the mesh of the abdominal wall. The mesh was held in place with the tacks that mesh was removed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11.corrected field: d1 (brand name), g4 (PMA/510(k))note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.